Event description:
It was reported that customer experienced continuous glucose monitor error and could not continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, did not experience error again after reset, and successfully started new sensor session.